Event description:
Pt with a history of degenerative disc disease at l4-l5, l5-s1 and worsening back pain for more than one year was treated with narcotics, injections, nucleoplasty, acupuncture, massage, discectomy and idet. Pt was subsequently enrolled in a prodisc clinical study and was implanted with prodisc-l at l4-l5, l5-s1 on (B)(6) 2003 and discharged to home on (B)(6) 2003. Pt was evaluated at 6 weeks, 3 months, 6 months, 12 months,18 months, 24 months, 36 months and 48 months. Following the 36 month eval, pt underwent an anterior/posterior fusion of l3-l4 (adjacent level) with an unk construct on (B)(6) 2007. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. This adverse event is consistent with our post-market experience. The failure mode of device not effective leading to continued pain and re-operation is accurately captured on the current risk analysis. A thorough training program for surgeons and sales consultants was put into place. Surgeons and sales consultants must complete the training program, which includes lecture and hands-on exercises, prior to performing prodisc-l total disc replacement surgery.